Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while set up, the cardiosave intra-aortic balloon pump (iabp) unit shut down. There was no patient involvement.

Manufacturer narrative:
Updated fields. Corrected fields: g2. A getinge field service engineer (fse) was dispatched to evaluate the unit and during the period of evaluation, the fse observed the wdt fault 118 (¿sol wdt fail ¿ - a critical error detected in the hardware watch dog circuit on the solenoid driver board) and it was being found that the wdt faults and the problem is being repeated after being on the trainer and balloon for about an hour. Then the fse had further replaced the solenoid driver pcb but when the wdt fault is being persisted then the fse replaced the executive processor pcba. Unit needs a safety disk so the safety disk was replaced to complete the repair. Then the fse had completed the pm including all functional and safety tests as per manufacturer specifications. Returned unit to customer.

Event description:
N/a